Event description:
It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage was at quick release. The infusion set was in use for three days.

Manufacturer narrative:
E1: patient city:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(6).